Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse had a patient on the arctic sun device and had received multiple alarm 77 (non-recoverable system error chiller water temperature sensor out of range ¿ high resistance). Nurse stated that they had turned it off and back on twice and both times it gave the alarm 77 (non-recoverable system error). Mis informed nurse that the alarm 77 (non-recoverable system error) was a non-recoverable alarm. Since nurse had turned the device off and back on and the alarm persists and nurse would need to send the device to biomed. Mis informed nurse that they would need to switch to another device, nurse stated that they would find another device. Per review of wo on 29-dec-2022, there was patient involvement. Per review of work order on 10-jan-2023, biomed stated that after booting up the machine and observed chiller temperature (t4), it became clear that the chiller was freezing. Technician support discussed with the biomed that the device needed to be returned for a chiller repair. Per follow-up information received via email on 19-jan-2023, initial reporter stated that it decided that the device would not be repaired.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed chiller unit. Per additional information received, biomed stated that after booting up the machine and observed chiller temperature (t4), it became clear that the chiller was freezing. It was known that the device did not meet specifications and the device was influenced by the reported failure. The device was in use on a patient. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the nurse had a patient on the arctic sun device and had received multiple alarm 77 (non-recoverable system error chiller water temperature sensor out of range ¿ high resistance). Nurse stated that they had turned it off and back on twice and both times it gave the alarm 77 (non-recoverable system error). Mis informed nurse that the alarm 77 (non-recoverable system error) was a non-recoverable alarm. Since nurse had turned the device off and back on and the alarm persists, and nurse would need to send the device to biomed. Mis informed nurse that they would need to switch to another device, nurse stated that they would find another device. As per review of wo on 29dec2022, there was patient involvement. As per review of work order on 10jan2023, biomed stated that after booting up the machine and observed chiller temperature (t4), it became clear that the chiller was freezing. Technician support discussed with the biomed that the device needed to be returned for a chiller repair. As per follow-up information received via email on 19jan2023, initial reporter stated that it decided that the device would not be repaired.